Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's right eye due to patient complaining about glare and halos. Patient's daily activities were significantly affected at night time. Vision pre-operative: far: 0.6 (decimal). Vision post-operative: far: 0.9. The lens was replaced with a monofocal iol. There was no other surgical interventions performed. No further information was available.

Manufacturer narrative:
Date of birth: exact dob unknown, provided as (B)(6). Weight and ethnicity: unknown/not provided. Initial reporter telephone number: (B)(6). The intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes section d9: returned to manufacturer: yes section d9: date returned to manufacturer: may 6, 2022 section h3: device returned to manufacturer: yes device evaluation: the complaint lens was received for evaluation. Visual inspection under magnification revealed that the lens was received cut in half. No issues that would contribute to the complaint event were identified. Based on the return condition of the lens, no further product evaluation could be performed on the lens. Based on the complaint investigation results the complaint issue could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.